Event description:
Procedure: laparo right nephrectomy. The report received states: during use of the device the pouch disengaged. Nothing fell into the patient's cavity. Another device of the same model was used to complete the procedure.

Manufacturer narrative:
Initial report sent: august 15, 2007.